Manufacturer narrative:
Correction to h3, h4. H4: the lot was manufactured between (B)(6)2019 and (B)(6)2019. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed evidence of a leak inside the bag that contained the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location prior to patient use. There was no patient involvement. No additional information is available.